Event description:
During total knee replacement surgery, a 1 inch piece of drill point that was being used to stabilize cutting block broke and imbedded deeply into the femoral bone.manufacturer response (as per reporter) for drill bit 3.1 mm x 9 cm, depuy:none.